Event description:
Healthcare professional reported via device tracking "right side removal was noted as "deflated¿." Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, opening shell and brown particles in the shell. Leak test and microscopic analysis was performed which identified: striated opening on radius, crease fold and observed void >1 mm in non-textured, valve-to shell-bond area. The leak test is not performed because the opening is extended. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported via device tracking "right side removal was noted as "deflated¿." Device has been explanted.